Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed on a bilateral patient. During the revision, the acetabular cup, hemi head & sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup / head / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the sleeve + head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. In conclusion, the reported elevated metal ion levels and intraoperative findings along with the clinical symptoms may be consistent with findings associated with metal debris. However, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a malperformance of the implant. The patient impact beyond the reported pain and bilateral hip revisions cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.